Event description:
A physician used a spinejet microresector access set needle, dilator and cannula to provide access for a spinejet microresector to perform a percutaneous discectomy on l5-s1. The physician reported that it was a routine percutaneous discectomy procedure using a right side approach with a/p and lateral fluoroscopy views used to confirm device placement. Blood was noted in the waste line during the discectomy procedure. The distributor sales rep reported that the physician asked if that was normal, and the rep stated that it was not. Device placement was re-confirmed using a/p and lateral fluoroscopy and the discectomy was completed. The patient developed respiratory distress and became hypotensive. Resuscitation was attempted, but the pt expired.

Manufacturer narrative:
The physician reported that 500ml of saline was used during the discectomy procedure, but there was 600ml of fluid in the waste container. When asked if the devices could be examined to assure that they had not contributed to the event, the physician replied "the equipment was fine. There was nothing wrong with the equipment." Instructions provided with the spinejet microresector state: "this device can cut soft tissue." "The hydrocision spinejet microresector should not be activated in close proximity to, or come into contact with, the spinal cord, nerve roots, or major blood vessels to avoid the possibility of injury or damage from the fluidjet cutting action, locally generated vacuum, or device edges or tip." "Inadvertent activation or movement of the spinejet microresector outside the field of vision or without adequate assurance of device placement via fluoroscopy or an alternate imaging technology may result in patient injury." Instructions provided with the spinejet microresector access set state: "the hydrocision spinejet microresector access cannula set should not come into contact with the spinal cord, nerve roots, or major blood vessels to avoid the possibility of injury or damage from the device edges or tips." "Inadvertent movement of the spinejet microresector access cannula set outside the field of vision or without adequate assurance of device placement via fluoroscopy or an alternate imaging technology may result in patient injury."